Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
This post was received via social media source: customer stated she is not happy with recall items she has used for two years or more. Today at 11:45 am had to have pump replaced once I knew I was having an issue when I started having a lot of pain in june of this year 2017. I had to remove infusion set at that time, ended up in hospital with ketoacidosis(sp) today at 12:01 by susan tuttle would like to add while on phone with representative of medtronic, my sugar bottomed out. This rep did try and help, even called 911 for me while on phone. Medtronics is replacing any unused infusions sets sent to us. No mention of blood glucose at time of incident or treatment method/